Event description:
The recipient is reportedly experiencing decreased performance. The recipient is presenting with facial irritation. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced electrode migration. Device testing revealed results within normal limits. On (B)(6) 2021, the recipient underwent electrode repositioning surgery. The recipient is successfully able to use the device with no issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.